Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. The customer reported that the cannula was not inserted properly. An improperly inserted or dislodged cannula could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (oka). Oka can cause symptoms like breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin-usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." It also warns, "if your reading is above 27.8 mmol/l [500 mg/dl], the pom displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!"' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia. If you get a 'high check for ketones!' Reading, but have no symptoms of high blood glucose, then retest with a new test strip on your fingers. If you still get a 'high check for ketones!' Reading, perform a control solution test to ensure your system is working properly. If the system is working properly, follow your healthcare provider's recommendation to treat hyperglycemia." No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer's mother reported that her daughter's blood glucose result was "high" (>500 mg/dl). She stated that her daughter was supposed to deliver a 1.30u bolus, and she accidentally put in 0.30u. The mother stated she wanted to give another bolus and wait before removing the pod. She said she was on a 4-hour drive and would call back later with blood glucose results. In a follow-up call, the mother said that at 1:30 pm, her daughter's result was 9.9 mmol/l (178 mg/dl). At 5:10 pm, it was "high" and she gave herself a bolus. At 5:37 pm, it was "high". She stated that the cannula was not properly inserted and was not sure how long her daughter had not been receiving insulin. She said that the pod had been discarded.